Event description:
Purchased product at drug store; "fitted briefs for men and women". Omni-odor guard, ultra dry, quilting and dry zone are trademarks of tyco healthcare, retail services. "Depend is a registered trademark of kimberly clark corporation." Use of product created severe skin rash, diagnosed by two physicians as "contact dermitis" possibly attributed to use of foregoing describe product. Patient was treated extensively for 3 weeks with various prescription. Cessation of use of the product immediately and in the future. There was no expiration date on the package for "fitted briefs, for men and women" distributed. Described as "omni-odor guard, ultra-dry quilting and dry zone are trademarks of tyco healthcare retail services. The omni-guard chemical is suspect.